Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac and battery power, however, the unit would power off after approximately 8 seconds. The unit was unable to engage in monitoring. Visual inspection of the inside of the unit revealed that the ribbon cable was not secured to the ui board. The cable was reconnected to the ui connector and the unit functioned as designed.

Event description:
It was reported that the devices keep powering on and off by themselves. The units will not engage in monitoring. No consequences or impact to patient.